Event description:
Limited information was reported through a legal event that a (B)(6) female patient underwent a hernia repair surgery on our about (B)(6) 2012 and the surgeon implanted a strattice mesh in her. After surgery, the patient returned to the hospital on or about (B)(6) 2014 for a revision surgery. During this operation, the surgeon implanted another strattice mesh in her. Following the second surgery, the patient again returned to the hospital on (B)(6) 2015 for a mesh explant operation. This record is associated with the report of a second mesh implanted.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with device explant. The lot associated with this event was not reported and remains unknown; therefore a review of the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information reported, a relationship between the event and strattice cannot be confirmed. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.